Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they called yesterday to see if they are eligible for an MRI and were told that they are. The caller indicated that the surgeon told them that there is a lead left from 2011 that is not MRI compatible. The surgeon told the patient that there were some problems with the nerves responding when they implanted the latest system so they just left that old lead in. Helped caller place the device in MRI mode and they saw head only eligible. Reviewed head only, no shoulder MRI. Additional information was received from a healthcare professional. It was reported that the original lead functional but developed decreased response. New contralateral lead placed. Left original lead in place in case that worked better. It was unknown if the issue had resolved.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# v625723 product type lead information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #:(B)(6), ubd: 12-jan-2015, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.